Manufacturer narrative:
D4: lot#, expiration date, UDI#/ h4: manufacturing date: the suspected lots and lot information are: lot r25c13178, expiration date 03/14/2027, UDI: (B)(4), manufacturing date 3/14/2025. Lot r25d26048, expiration date 04/27/2027, UDI: (B)(4), manufacturing date 4/28/2025. Lot r25e13109, expiration date 05/13/2027, UDI: (B)(4), manufacturing date 5/14/2025. Lot r25d08062, expiration date 04/08/2027, UDI: (B)(4), manufacturing date 4/9/2025. The device was received for evaluation. A visual inspection was performed, and tubing separated from the second y-site clearlink in the downstream part was observed. There was lack of solvent during examination, and the solvent does not apply uniformed in the tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review of the suspected lots was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set separated from the y-site hub and leaked. The device contained lactated ringer¿s fluid. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the cause of the issue was an improper manual assembly due to a lack of solvent at the tubing during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.